Event description:
It was reported the ipg was explanted and replaced to address the issue. Reportedly, the discomfort at the ipg site has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.